Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer called and stated, that she has been experiencing high blood glucose. The reported blood glucose reading was 342 mg/dl. Troubleshooting was performed and it was found that the customer's reservoir was leaking. Nothing further was reported.